Manufacturer narrative:
(B)(6).

Event description:
Elegance clinical trial: it was reported that a dissection of grade c occurred. The subject was enrolled in the elegance clinical trial on (B)(6) 2021. The subject underwent treatment with a on (B)(6) 2022 as part of the elegance clinical trial. The target lesion was located in the left proximal superficial femoral artery, left mid superficial femoral artery and left distal popliteal artery. The lesion had a proximal reference vessel diameter of 6mm and distal reference vessel diameter of 5.5mm, with a lesion length of 220mm, 100% stenosis and was classified as a tasc ii d lesion. Prior to lesion treatment, atherectomy was performed. Treatment was performed by dilatation with a 6mm x 200mm ranger drug coated balloon study device. On the same day of the index procedure, a dissection of grade c was noted during the treatment of the target lesion. In response, balloon dilatation was performed. Post treatment, the final residual stenosis was noted to be 5%. The complication was resolved and the subject was discharged. There were no patient complications reported.

Event description:
Elegance clinical trial: it was reported that a dissection of grade c occurred. The subject was enrolled in the elegance clinical trial on (B)(6) 2021. The subject underwent treatment on 14-mar-2022 as part of the elegance clinical trial. The target lesion was located in the left proximal superficial femoral artery, left mid superficial femoral artery and left distal popliteal artery. The lesion had a proximal reference vessel diameter of 6mm and distal reference vessel diameter of 5.5mm, with a lesion length of 220mm, 100% stenosis and was classified as a tasc ii d lesion. Prior to lesion treatment, atherectomy was performed. Treatment was performed by dilatation with a 6mm x 200mm ranger drug coated balloon study device. Post treatment, the final residual stenosis was noted to be 5%. On the same day of the index procedure, a dissection of grade c was noted during the treatment of the target lesion. In response, balloon dilatation was performed. Post treatment, the final residual stenosis was noted to be 5%. The complication was resolved and the subject was discharged. There were no complications reported. It was further reported that the target lesion was located in the left proximal superficial femoral artery (sfa), left mid sfa and distal sfa (not left distal popliteal artery as previously reported). Prior to target lesion treatment, treatment with atherectomy was followed by balloon dilatation with 5mm x 200mm and 6mm x 100mm sterling percutaneous transluminal angioplasty balloons. During the target lesion treatment, the dissection of grade c was noted due to the 5mm x 200mm sterling monorail balloon, not the ranger drug coated balloon study device. In response, balloon dilation was performed with the 6mm x 100mm sterling balloon. Post treatment, the final residual stenosis was noted to be 5%. The complication was resolved and the patient was discharged.

Manufacturer narrative:
A1. Patient identifier: (B)(6). A2. Removed incorrect information from age at time of event field. B5. Event description updated with additional information received.